Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel® dxc 600 pro instrument, and identified the failure mode as multiple hardware. Fse cleaned carbon dioxide (co2) ports and flow cell, replaced modular chemistry (mc) sample syringe, all quad rings, ion-selective electrolyte (ise) tubing, co2 lines, co2 damper, carbon bridges and reseated the ration stack which resolved the issue. Patient information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low sodium (na) patient results on their unicel® dxc 600 pro instrument. The erroneous patient results were reported out of the laboratory and thirty-eight (38) results were later amended. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer verbally provided results from one (1) patient sample.